Manufacturer narrative:
(B)(4). Batch # r59612. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with an ecr60b reload loaded on the device. The reload was received partially fired 1/16. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted along the shaft internal components. No functional testing could be performed due to the corrosion do not allow the knife advance. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the open hepatectomy surgery, could not fire when severing hepatic pedicle tissue on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.